Event description:
On (B)(6) 2024, pt sustained an anoxic brain injury as a result of ECMO pump failure during the procedure. Pt passed away on (B)(6) 2024. An errant pressure sensor reading triggered an intervention by the pump / console and the pump stopped.